Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had indicated their ins had stopped working. No symptoms were reported. The caller had not further information. It was reported the patient did not have a doctor managing their device so physician listings were sent to the hcp. No further complications were reported or anticipated.